Event description:
It was reported by the affiliate that (1) ems20 was used during a lap hernia repair procedure. It was reported by the affiliate that the instrument was misfiring. Another ems was used to complete the case. No adverse pt outcome.